Event description:
Boston scientific crm received information that this product was explanted due to a patient infection. There was no report of adverse patient effects due to the explant procedure. The lead associated with this device was a competitor's product and was also explanted.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.